Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. Visual inspection confirmed the reported event - the threads fractured. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Product surveillance will continue to monitor for trends.

Event description:
Mcreynolds impactor adapter came back with a broken tip.

Event description:
(B)(4) impactor adapter came back with a broken tip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.